Event description:
Litigation alleges pain, discomfort, immobility, inflammation and high levels of chromium and cobalt. **update** (B)(4) 2013- sales rep reported patient was revised to address pain, cup malpositioning and metallosis. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013- pfs and medical records received. Part/lot was provided. The dor was also provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1130643 and 1939813 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the z1jbh1000 lot code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.